Event description:
Bayer case number: (B)(4). I experienced very heavy bleeding which led to me being hospitalised and given blood [genital bleeding] very poor iron levels [iron low] I have also experienced a lot of body pain that I thought was rheumatism [general body pain] I have also experienced a lot of body pain that I thought was rheumatism [rheumatism]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("I experienced very heavy bleeding which led to me being hospitalised and given blood") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced genital haemorrhage (seriousness criteria hospitalisation and intervention required), pain ("I have also experienced a lot of body pain that I thought was rheumatism") and rheumatic disorder ("I have also experienced a lot of body pain that I thought was rheumatism") and was found to have blood iron decreased ("very poor iron levels"). The patient was treated with cortisone (cortisone acetate) as well as surgery (bilateral salpingectomy & hysterectomy) and non-drug therapy (given blood). Essure was removed in (B)(6) 2025. At the time of the report, the pain had resolved. The outcomes for genital haemorrhage, blood iron decreased and rheumatic disorder were unknown. The reporter considered blood iron decreased, genital haemorrhage, pain and rheumatic disorder to be related to essure administration. The reporter commented: I have experienced adverse effects from the essure sterilization implants. I got these in 2015, and in march I had surgery to remove my uterus and fallopian tubes. My essure was removed. I experienced very heavy bleeding, which led to me being hospitalized and given blood, as well as very poor iron levels. I have also experienced a lot of body pain that I thought was rheumatism. I had to take cortisone and chemotherapy the day after the surgery. All of the pain that I had experienced for many years disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): [blood iron] (date unknown): low. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). I experienced very heavy bleeding which led to me being hospitalised and given blood [genital bleeding] very poor iron levels [iron low] I have also experienced a lot of body pain that I thought was rheumatism [general body pain] I have also experienced a lot of body pain that I thought was rheumatism [rheumatism]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("I experienced very heavy bleeding which led to me being hospitalised and given blood") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed in (B)(6) 2025. On unknown date she experienced genital haemorrhage (seriousness criteria hospitalisation and intervention required), pain ("I have also experienced a lot of body pain that I thought was rheumatism") and rheumatic disorder ("I have also experienced a lot of body pain that I thought was rheumatism") and was found to have blood iron decreased ("very poor iron levels"). The patient was treated with cortisone (cortisone acetate) as well as surgery (bilateral salpingectomy & hysterectomy) and non-drug therapy (given blood). At the time of the report, the pain had resolved. The outcomes for genital haemorrhage, blood iron decreased and rheumatic disorder were unknown. The reporter considered blood iron decreased, genital haemorrhage, pain and rheumatic disorder to be related to essure administration. The reporter commented: I have experienced adverse effects from the essure sterilization implants. I got these in 2015, and in (B)(6) I had surgery to remove my uterus and fallopian tubes. My essure was removed. I experienced very heavy bleeding, which led to me being hospitalized and given blood, as well as very poor iron levels. I have also experienced a lot of body pain that I thought was rheumatism. I had to take cortisone and chemotherapy the day after the surgery. All of the pain that I had experienced for many years disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): [blood iron] (date unknown): low. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). I experienced very heavy bleeding which led to me being hospitalised and given blood [genital bleeding] , very poor iron levels [iron low] , I have also experienced a lot of body pain that I thought was rheumatism [general body pain], I have also experienced a lot of body pain that I thought was rheumatism [rheumatism]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("I experienced very heavy bleeding which led to me being hospitalised and given blood") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed in (B)(6) 2025. On unknown date she experienced genital haemorrhage (seriousness criteria hospitalisation and intervention required), pain ("I have also experienced a lot of body pain that I thought was rheumatism") and rheumatic disorder ("I have also experienced a lot of body pain that I thought was rheumatism") and was found to have blood iron decreased ("very poor iron levels"). The patient was treated with cortisone (cortisone acetate) as well as surgery (bilateral salpingectomy & hysterectomy) and non-drug therapy (given blood). At the time of the report, the pain had resolved. The outcomes for genital haemorrhage, blood iron decreased and rheumatic disorder were unknown. The reporter considered blood iron decreased, genital haemorrhage, pain and rheumatic disorder to be related to essure administration. The reporter commented: I have experienced adverse effects from the essure sterilization implants. I got these in 2015, and in (B)(6) I had surgery to remove my uterus and fallopian tubes. My essure was removed. I experienced very heavy bleeding, which led to me being hospitalized and given blood, as well as very poor iron levels. I have also experienced a lot of body pain that I thought was rheumatism. I had to take cortisone and chemotherapy the day after the surgery. All of the pain that I had experienced for many years disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): [blood iron] (date unknown): low. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-apr-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). I experienced very heavy bleeding which led to me being hospitalised and given blood [genital bleeding]. Very poor iron levels [iron low]. I have also experienced a lot of body pain that I thought was rheumatism [general body pain]. I have also experienced a lot of body pain that I thought was rheumatism [rheumatism]. They did not tell me that it contaied nickel, which I am sensitive to [medical device monitoring error]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("I experienced very heavy bleeding which led to me being hospitalised and given blood") and blood iron decreased ("very poor iron levels") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("they did not tell me that it contaied nickel, which I am sensitive to"). The patient had a medical history of nickel sensitivity. In 2015, the patient had essure inserted. In 2015 she experienced genital haemorrhage (seriousness criteria hospitalisation and intervention required). In 2020 she experienced pain ("I have also experienced a lot of body pain that I thought was rheumatism"). In 2021 she was found to have blood iron decreased (seriousness criterion medically important). Essure was removed in (B)(6) 2025. On unknown date she experienced rheumatic disorder ("I have also experienced a lot of body pain that I thought was rheumatism"). The patient was treated with cortisone (cortisone acetate) as well as surgery (bilateral salpingectomy & hysterectomy) and non-drug therapy (given blood). In (B)(6) 2025, the genital haemorrhage, blood iron decreased, pain and rheumatic disorder had resolved. The reporter considered blood iron decreased, genital haemorrhage, pain and rheumatic disorder to be related to essure administration. The reporter commented: I have experienced adverse effects from the essure sterilization implants. I got these in 2015, and in march I had surgery to remove my uterus and fallopian tubes. My essure was removed. I experienced very heavy bleeding, which led to me being hospitalized and given blood, as well as very poor iron levels. I have also experienced a lot of body pain that I thought was rheumatism. I had to take cortisone and chemotherapy the day after the surgery. All of the pain that I had experienced for many years disappeared. I had essure surgically inserted in 2015 and I was born in 1979. I developed problems around 2020. I don't have batch number it as it was in the hospital that it was surgically inserted. I had essure surgically inserted in 2015. They did not tell me that it contained nickel, which I am sensitive to. 2015¿2025 heavy bleeding. In 2021, the bleeding was so heavy that I had to have blood transfusions and was hospitalised. Body aches 2020¿2025. Completely healthy after having essure removed in (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): [blood iron] (date unknown): low. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2025: new event medical device monitoring error was added. Event onset dates & stops date added. Events outcome updated to recovered resolved. Patient's date of birth & age updated. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.